Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with worsening dyspnea and congestive heart failure. The index procedure treated the 60% stenosed 3.0x20mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre dilation with an unspecified balloon, brachytherapy and the placement of a 3.0x20mm express2 stent. Post dilation was performed with an unspecified balloon resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. In 2008, the pt presented with worsening dyspnea and was admitted to the hospital. The pt was diagnosed with congestive heart failure (chf) and was medically treated and discharged 5 days later on aspirin and clopidogrel. No catheterization was performed. It was not determined whether the chf was related to the cardiac vessels.